Event description:
The nurse reported a corneal burn. Additional information received from the nurse stated the occlusion bell was ringing. The wound was sutured with one stitch.

Manufacturer narrative:
The company service representative examined the system and did not find any problems. The system was then tested and met all product specifications. The company sales representative has been working with the surgeon. The system settings have been changed and the parameters have been adjusted. Corneal burn is an issue that is occasionally reported with cataract surgery. According to health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.